Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a shaft break occurred. The location and details of the lesion is unknown. Upon attempting to get the taxus liberte 16mm x 2.25mm drug eluting stent system through the introducer, noted the catheter shaft was broken. The procedure was completed successfully with another of the same device. There were no patient injuries or complications. The patient's status was unknown.

Manufacturer narrative:
Product analysis verified the difficulty as stated in the complaint. The delivery device with the stent on the balloon was received and a hypotube fracture was observed. The original introducer sheath was not returned for analysis. The catheter exhibited a fracture of the hypotube located 76.1 centimeters distally from the edge of the strain relief. Microscopic examination of the fracture face revealed evidence that the hypotube had been severely kinked at the fracture site. Further examination of the fracture site did not reveal any inherent material discrepancies that would have contributed to this incident. It is believed that the kinking potentially compromised the strength of the hypotube and contributed to its fracture. As the original introducer sheath was not returned for analysis it could not be determined if it contributed to the hypotube fracture. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly and performance specifications. A review of all information available for consideration at the time of this investigation was not sufficient to determine the exact cause of the reported defect. The most probable root cause is considered handling damage. It is notable that there is no evidence of any material, manufacturing, or performance specification non-conformances related to the complaint device.